Event description:
Healthcare professional reported "intracapsular rupture of the left implant.", "with asymmetry", and "presenting folds at the level of the wall of the left prosthesis with presence of liquid on the outside of it". Device remains implanted.

Manufacturer narrative:
Continued phone number (initial reporter): (B)(6). Continued postal code (initial reporter): (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and device rupture.